Manufacturer narrative:
Continuation of d10: product ID: fg15150-0615-1s; (lot: 232430062); implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured aneurysm at left ophthalmic artery with a max diameter of 4.5 mm and a 2.8 mm neck diameter. It was noted that the patient's vessel tortuosity was severe. The access vessel was the femoral artery, with unknown diameter. The landing zone was 4.4 mm distally and 4.5 mm proximally. Dual antiplatelet treatment (dapt) was administered. The pru level was unknown. It was reported that after the phenom 27 stent catheter was positioned, the ped2-450-20 was delivered; the tip was anchored, and deployment continued across the aneurysm neck. However, the stent failed to open in the middle section at the ophthalmic artery curve. Further deployment followed by a "push-and-flick" maneuver still failed to open it. Retrieval and redeployment also failed to open it. The stent and catheter were withdrawn and the stent was stuck at the distal end of the catheter and could not be advanced out. The pipeline was not positioned in a bend. More than 50% of the pipeline was deployed when it failed to open and was resheathed more than two times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter from the patient. The procedure was completed using a flow-diverter stent from a different brand. The angiographic result post procedure shows blood stagnation within the aneurysm. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a stroke care) 6f 115 guide catheter